Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating a failed battery test, unexpected restart alarm and external ram crc error from the insulin pump. The customer's blood glucose reading was 117 mg/dl. The customer stated that she had repetitive issues with the weak battery. The customer stated that he also had unexpected restart where the screen went blank. The customer stated that did not occur shortly after inserting a new battery. The customer was advised that the pump will function but the battery life will be shorter. The customer was advised to monitor the pump.